Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® lithium heparin 75 usp units blood collection tubes there was an issue with foreign matter in the tube. There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Bd received a sample from the customer facility for investigation. The sample was evaluated and the customer's indicated failure mode for a hair in the tube with the incident lot was observed. Further analysis confirmed the hair to be of human origin and it was also determined that the tube was void of vacuum. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples, the customer¿s indicated failure mode for a hair in the tube of the incident lot was observed. Based on the investigation, a root cause could not be determined. However, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before use of the bd vacutainer lithium heparinn 75 usp units blood collection tubes there was an issue with foreign matter in the tube. There was no report of injury or further medical intervention.